Event description:
The customer reported that while running an hiv-1/2 assay, summit sample handler did not pipette the correct amount of lyse buffer in well positions a10 and e2 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Replaced tip clamps 2 and 10 and inspected all plunger clamps. No death or serious injury was associated with this event.